Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised forced sensor system alarm during rewind. The customer's blood glucose level was 300 mg/dl. Customer confirmed that they were not able to complete rewind. Customer confirmed pump was not dropped or bumped prior to this alarm occurrence. Customer confirmed that drive support cap was sticking out . The insulin pump will be returned for analysis.